Event description:
New information received notes that the issue reported was actually a bluetooth telemetry lockout resolved through device interrogation. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were reported.